Event description:
On (B)(6) 2012, a company rep reported the pt inserts his infusion sites manually and the cannula becomes kinked resulting in insulin leakage. Insulin leakage occurred periodically through the month of (B)(6) 2011. The pt inserts infusion site in his abdomen where there is hair and the headset adhesive does not stick properly which could also contribute to leaking insulin. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The pt was sent an infusion set insertion device. Alleged infusion sets were requested to be returned for eval.